Event description:
Reporter alleged obtaining the results of 229 mg/dl and 96 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he ate an orange prior to getting the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.